Event description:
It was reported that the lead had high impedance, oversensing and an apparent fracture. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead in segments was returned and analyzed. The proximal conductor was fractured. It was noted that the defibrillation conductor was distorted, the outer tubing overlay had blood/body fluid, was melted, and had cosmetic environmental stress cracking. There was blood in/on the helix/lobe mechanism.